Event description:
This case was reported by a consumer (husband of pt) and described the occurrence of joint pain in a female pt who rec'd super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced joint pain, rheumatoid arthritis, joint disorder and arthritis. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. No contact info was provided so this case is lost to f/u. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).